Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad). A 10mm x 3.50mm flextome¿ balloon catheter was used to dilate the target lesion. During the inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon could not be inflated due to the presence of solidified saline solution present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified solution before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and liquid was observed to be leaking from a longitudinal tear starting at the distal markerband and extending 4mm proximally. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad). A 10mm x 3.50mm flextome¿ balloon catheter was used to dilate the target lesion. During the inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported.